Manufacturer narrative:
A ge rep evaluated the system and replaced a 5 volt power supply. System operates as intended.

Event description:
Customer reported the mainframe display would intermittently display all squares instead of an image during a procedure. No pt injury was reported.